Event description:
Reported conflicting sars results for 1 no longer symptomatic (6 days post onset of symptoms) consumer. The consumer communicated that they tested positive and then negative 3 days later with quickvue otc testing. No further confirmatory testing had been completed.

Manufacturer narrative:
Investigation conclusion: a review of the dhrs found that the lots met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: unable to determine. Source: phone.